Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube had scratch marks and abrasions. The main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .031 - .116 in length. The damage is located approximately 4.323 from the distal end of the main tube. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube's insulation if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that there were holes on the insulation of the shaft of the bowel grasper instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.